Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited right atrial (ra) and right ventricular (rv) noise, oversensing, and rv pacing inhibition from minute ventilation (mv) signals. The ra and rv leads were non-boston scientific. The mv feature was programmed off. An ra lead issue was suspected. Then the patient felt like they had a seizure, and there was a seven second period of asystole for the patient. There were no episodes stored in the logbook. Isometric testing was completed which did not recreate any noise or oversensing. Further programming options were discussed. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that the root cause of the noise was not able to be determined. Patient isometrics and manipulation of the pocket were performed which did not reproduce any noise. It was noted that the noise was possibly related to the patient's seizure. A surgical revision was performed and the patient was implanted with a new system. No additional adverse patient effects were reported.